Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with loose epithelium, sloughing, and small mild abrasion at superior temporal edge right eye flap at one day lasik enhancement post-operative visit. At visit patient complained of eye irritation and foreign body sensation. Additional information from reporter indicated a bandage contact lens was inserted and the reported issue resolved after two days.